Event description:
Related manufacturer report number: 2017865-2022-39899 during an in-clinic follow-up, episodes of noise resulting in oversensing were observed on both the right ventricular (rv) and right atrial (ra) leads. Provocative testing was performed, and the noise could be reproduced on the ra lead. Lead revision is anticipated, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the physician later elected not to revise the leads. No further intervention was performed at this time. The patient was stable and will continue to be monitored.